Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the health care professional (hcp) requested for an analysis for this pacemaker and it showed that the device power did not appear to be affected by the hydrogen issue; however it does show high rate atrial sensing causing an increase in power consumption. The device remains in service. No adverse patient effects reported.